Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a potential stroke soon after implant. The patient remained on anticoagulation throughout the event. On (B)(6) 2017, CT angiography (cta) of the head and neck revealed small ulcerated plaque at the left carotid bulb without evidence of significant stenosis. No significant vascular abnormalities were noted in the neck, and no intracranial vascular abnormalities were observed. Soft tissue gas along the lower neck and upper chest wall was noted, presumably related to recent surgery. Centrilobular emphysema with a stable indeterminate nodule in the left upper lobe was noted. Neurology reported on (B)(6) 2017, that the scan revealed cortical and subcortical left frontal low-attenuation, most likely representing an acute infarction. It was reported that the patient was doing well, and ambulating with inpatient rehabilitation. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.